Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an issue with the serter removing the sensors. Customer's blood glucose level was 400 mg/dl. Customer had a bad sensor alert. Customer also had a cal error. Customer was advised to remove and change out the sensor. Customer was advised to remove and change out the sensor. Customer stated that the cannula was bent. Customer does not want to troubleshoot for cal error at the time of the call. Customer was advised to monitor the issue. No additional information provided.